Event description:
Reportedly, patient expired after an implant date of 2007 due to unknown reasons. Unknown if patient death is device related. Date of patient's death and implant duration is unknown, therefore, the aware date is used as the occurrence date. Patient record also show that a 4100, 30 mm sized ring was used for the same position. No further information regarding this patient was received.

Manufacturer narrative:
Device not returned.